Event description:
Related manufacturer report number: 2017865-2022-07596. During an in clinic follow-up, it was reported that the patient had a device pocket infection. The right ventricular (rv) and right atrial (ra) leads were explanted and replaced. During the procedure, the insulation of the two leads peeled off. The patient was in stable condition following the procedure.

Manufacturer narrative:
As received, a partial lead was returned in two pieces for analysis. The reported event of insulation damage was confirmed. A visual inspection revealed six full breached outer insulation degradations exposing the outer coil adjacent to the connector boot. All other damage that was noted was consistent with procedural damage. Electrical testing was performed and revealed no indication of conductor fractures. Additionally, shorting between conductors was revealed due to damage of the inner insulation at the middle portion consistent with procedural damage.